Event description:
Per importer's MDR: provider states front caster rotated I the frame mount while user was driving chair causing him to fall from chair. Reporter alleges end user was in his chair went down the ramp at his home and fell with the chair. No injury but scratches and did not seek medical attention. The technician alleges that the end users' ramp is too steep and because of the momentum of going down ramp this caused the casters to rotate. (B)(6) stated the technician advised end user to replace ramp.